Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a red and itchy rash on her back. The patient's physician advised her to leave the lifevest off for a few days and prescribed hydrocortisone cream for the rash. Follow-up indicated that the rash had healed.